Event description:
A female pt reported experiencing an (unconfirmed) eye infection after using allergan enzymatic contact lens cleaner that had expired. She was reportedly treated with an antibiotic; however, declined to give dr info. It was noted that the pt did not disinfect after enzymatic cleaning as per labeled directions.